Event description:
During a ptca treatment procedure, the choice pt es guidwire fractured. The physician was withdrawing the choice pt ex guidewire when part of the device was sheared off and remained in the right coronary artery. The physicians were able to retrieve the sheared segment with the use of a micro snaring catheter. The pt was hemodynamically stable at the end of the procedure. No pt injuries or complications were reported.